Manufacturer narrative:
Updated section h6 and h10. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remained implanted. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The provided imagery was reviewed, and the following was noted: guidewire positioned through s3ur, eccentrically to one side. Pigtail catheter positioned in the proximal ascending aorta, above the s3ur, with an additional pigtail catheter present within the left ventricle. During contrast injection, significant regurgitant backflow is observed. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, central regurgitation events post-deployment with or without report related to leaflet mobility for the s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient and/or procedural factors (malposition, slow recovery of blood flow, leaflet impingement due to calcification or guidewire, over-inflation, post-dilation, and/or under-expansion). The complaint for central regurgitation was objectively confirmed based on the provided imagery. Available information suggests procedural factors (leaflet impingement due to guidewire) likely contributed to the event as imagery revealed the guidewire positioned to one side of the s3ur, which may interfere with leaflet coaptation. Guidewire positioning may impact the ability for the thv leaflets to properly function. Positioning the guidewire in a way that impedes the thv leaflets ability to open and close will result in thv regurgitation. This should resolve when the guidewire is removed. However, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in mexico, it was a case of an implant of a 26mm sapien 3 ultra resilia in aortic position by right transfemoral approach. The valve was implanted in the desired position (80/20); however, a contrast test was performed, and severe central regurgitation was observed during the procedure. Consequently, post-dilation was performed, and the guidewire position was corrected, and a repeat test revealed continued central leak. The patient went into cardiac arrest, and cardiopulmonary resuscitation was initiated using the lucas system. When the second valve was to be implanted, the lucas system was withdrawn, and a test showed that the first valve was functioning properly. The second valve was implanted in the descending aorta because it could not be retrieved through the tip of the esheath. There were no edwards devices damaged. A pericardial effusion due to the pacemaker lead was observed and repaired. The patient died the following day, with the cause of death stated as vasoplegic shock due to right ventricular perforation with pacemaker electrode due to cardiopulmonary resuscitation maneuvers. As per medical opinion, the perceived root cause of the central leak could be due to a "frozen" leaflet.